Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("device breakage"), fallopian tube perforation ("fallopian tube rupture"), embedded device ("migration/migration of essure device location of device: myometrium") and genital haemorrhage ("abnormal bleeding") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, hypothyroidism, numbness, pain in fingers, post coital bleeding, vaginal itching, sinus pressure and postnasal drip. Concomitant products included cyclobenzaprine hydrochloride (flexeril), gabapentin (neurontin) from 29-jun-2012 to 29-jul-2012, naproxen, norethisterone (norethindrone) since may 2010 and zinc. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain") and urinary incontinence ("urinary incontinence"). At the time of the report, the perforation, device breakage, fallopian tube perforation, embedded device, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder, migraine, headache, nausea, weight increased, back pain and urinary incontinence outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, perforation, rash, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-jun-2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, apareunia, urinary problems, migraines, headaches, nausea, weight gain, back pain, urinary incontinence added and device dislocation changed to migration of device in myometrium. Concurrent condition,concomitant medication,lab data,reporters added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("device breakage"), genital injury ("fallopian tube rupture"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital injury (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). At the time of the report, the perforation, device breakage, genital injury, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, genital injury, hypersensitivity, infection, menstruation irregular, pelvic pain, perforation, rash and vaginal discharge to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.